Event description:
Customer reports obtaining results of 134mg/dl and 17mg/dl within 10 minutes on the same device. Customer reports another comparison when she obtained results of 163mg/dl and 16mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.